Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed on an in-house system for functional testing, self test passed and the instrument delivered energy without any issues. A wet paper towel was held between the grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy was observed. Gap test passed with the .002" gauge. Straight orientation was 6.08, pitch orientation was 5.9, and yaw orientation was 6.44. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer instrument was not burning consistently. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument was not burning consistently. It was noted that a back-up endowrist vessel sealer instrument was used. The procedure was completed with no report of patient harm, adverse outcome or injury. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following additional information: target tissue was unknown. No bleeding experienced by the patient. Patient had not undergone any pre-surgical chemotherapy or radiation treatments. There was no any evidence of vessel calcification. Prior to the reported issue, the reported vessel sealer was able to successfully complete a seal during the surgical procedure. The vessel sealer in use for a "few minutes" prior to the sealing issue. Audible tones (continuous beeps) were heard during the sealing cycle and there was thermal effect observed on the patient¿s tissue. Surgeon visually saw the tissue cauterizing. Audible tones (three fast beeps) were heard to confirm completion of sealing. No error messages/codes were reported by the system. There was no tissue tension, and the vessel sealer did not encounter any staplers or clip or other type of interference during the sealing cycle. There was no bio debris on the jaws of the instrument. Surgeon believed the instrument was defective/faulty. Robotics coordinator was unable to further clarify the meaning of "not burning consistently" and noted that she had provided all the information that was given by the surgeon. Reportedly the erbe was upgraded or upgraded (robotics coordinator was uncertain of this) and she suspected the erbe was the cause of the reported issue.